Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the lapjoint section was kinked. Microscopic inspection revealed the distal housing to be complete with no shattered pieces. A partial separation of the sheath and imaging window was observed at the lap joint. Functional inspection was performed. The catheter was properly recognized by the imaging system when plugged into the motor drive unit during its testing. Water leaked from the damaged lap joint during catheter flushing. Impedance testing showed a wave form with presence of transmission line but very weak transduce. An image characterization test could not be performed because the catheter could not be properly flushed.

Event description:
Reportable based on device analysis completed on 15 jul 2021. It was reported that visualization issues occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified coronary artery. When the opticross hd imaging catheter was advanced to view the target lesion, the image was lost. The procedure was completed with another of the same device without any injury to the patient. However, device analysis revealed partial lapjoint detachment.